Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "had essure in 2008 and my son in 2010". In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("had essure in 2008 and my son in 2010"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "had essure in 2008 and my son in 2010". In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("had essure in 2008 and my son in 2010"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: addition of ptc results including FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.